Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying the battery indicator. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6), 2012. The mss was advised by patient that on (B)(6), 2012 at around 8:30pm, she developed symptoms of "shakes, nausea, and anxiety" and one to one and half hours later, attempted to test with the subject meter and discovered the alleged issue. The patient stated that she manages her diabetes with a combination of medications: 10mg of glipizide and 10units of lantus and denied making any changes to her usual diabetes management routine in response to the reported issue. The patient informed the mss that the due to "the meter not working, she was unable to test her blood sugar level". The following day, (B)(6), 2012, between 10:30am-11:00am, the patient had to go to the emergency room (ER) where she was tested on the hospital's meter (unknown device) and obtained a reading of "300mg/dl" and shortly after, was administered with "IV fluids". Later on that day, at around 5:30pm, she was again tested on the hospital's meter and obtained a reading of "147mg/dl" and was then released from the hospital. The cca noted that the patient was not certain whether the battery need replacement or not. Replacement products were sent to the patient. Although the patient was already symptomatic prior to the start of the alleged issue, this complaint is being reported because the patient stated that due to the product issue, she was unable to check her blood sugar level and consequently, had to receive medical treatment after the alleged issue began.